Manufacturer narrative:
The device involved in the reported incident was received for evaluation. An investigation hs been initiated based on the reported information.

Event description:
The tip broke inside a locking cap. Additional information received on (B)(4) 2014. The surgery was scoliosis surgery and it was completed. A spare instrument was available that functioned correctly. The surgery time was extended for 15 minute. No additional anesthesia was administered. The patient was not injured. The broken tip was let inside (the looking cap) the medial staff was not able to retrieve it.